Event description:
A copy of a journal article was rec'd by shiley which reported that a pt had surgery to replace their bjork-shiley delrin disc aortic heart valve due to regurgitation. According to the article, the pt presented to the hosp with fatigue, shortness of breath, moderate peripheral edema and jugular vein distention. Surgery was done to replace the prosthetic aortic valve. The pt also had their natural mitral valve replaced and repair of their tricuspid valve during surgery. The pt survived surgery and had an uneventful recovery. According to the article, examination of the explanted delrin valve revealed that the valve disc "showed an increase in the radial gap and also strut indentation grooves on the inflow and outflow sides". Subsequently, add'l info was rec'd from one of the authors of the article which reported the pt's date of explant, the name of the explanting surgeon, and the name of the explant hosp.